Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the mylar flap of the expiratory flow sensor was stuck to the top of the flow sensor housing. The flow sensor was recommended for replacement. No report of patient involvement.

Event description:
The hospital reported flow sensor failure during preuse checkout. There was no report of patient involvement.